Event description:
It was reported that one week after implant out of range hv lead impedance values were observed. No in-range measurements had been obtained for measurements including the svc coil vector. Checking the connection of the lead to the device was recommended.